Manufacturer narrative:
Model number/catalog number: 72404156. Serial number: n/a. Batch/lot number: unknown. Model/catalog description: reservoir 100 ml pc/iz. Unique identifier (UDI) #: (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced paresthesia of the ventral shaft. No additional information was provided.